Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device was attached to a test generator and passed the probe check test. Both switches were checked and found to be functional. A visual inspection of the device was performed; there was some evidence of tissue buildup. The ptfe pad (teflon pad) was inspected and found that the teflon pad was lifted with exposed metal. The distal end of the device was inspected under a microscope and found charred marks on the probe unit. The wiper movement, the consistency of movement of the handle and jaw and the handle load all functioned normally. The rotation of the knob torque was normal and smooth. Based on the evaluation, the most probable cause for the damaged teflon pad was most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated. The IFU warns the user that: should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, tissue pad, shaft, the surface of the transducer, transducer cord, or transducer plug, do not use them and replace the damaged instrument or the transducer with a spare. Using a damaged device may cause burns due to abnormal output or high-frequency (rf bipolar) current leakage or breakage of the probe tip, the tissue pad, and the grasping section. The probe tip, the tissue pad, and the grasping section of the thunderbeat instrument wear due to ultrasonic vibrations. An excessive wear occurs depending on the way of use during the procedure, which may cause accidental destruction or deterioration of coagulating, coagulating/cutting, sealing, or sealing/cutting performances. To avoid such an event, be sure to prepare a spare thunderbeat instrument, torque wrench, and stabilizer. Do not use the thunderbeat to seal a blood vessel with a diameter over 7 mm. Otherwise, sufficient sealing may not be achieved. Even when using this instrument on blood vessel(s) with diameter of 7 mm or less depending on the condition of the patient or the blood vessel(s) and usage of thunderbeat, coagulation or sealing by the instrument could be insufficient, and patient bleeding may result. When using this instrument on blood vessel(s) with a diameter over 4 mm, be careful to avoid rebleeding. The recommended output setting for the seal & cut mode is level 1, and/or the recommended output setting for the seal mode is level 3.

Event description:
The manufacturer was informed that the teflon pad peeled off the tip of the device a few minutes into a procedure. A similar device was used to complete the procedure. There was no patient injury.